Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported the infusion device was making a strange noise which appeared to be coming from the display. The patient reported that the power packs in use were the corrected packs and had been in use for several weeks. The patient reported that once the power packs were replaced the noise was gone. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.